Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead exhibited an inability to capture and inability sense, which persisted after multiple attempts to reposition the rv lead. The rv lead was not used and another rv lead was used to complete the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. As received, a complete lead was returned in one piece for evaluation. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead connector passed insertion testing into the test ICD device and is-4 connector sleeve. Dimensional analysis of the connector boot was measured within the product specifications. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.